Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Two days post index procedure, the patient died. Cause of death is acute coronary syndrome tro isr. The investigator assessed the event as not related to the index device or antiplatelet medication. Safety assessed the event as not related to the device or antiplatelet medication.

Manufacturer narrative:
Cec assessed that the mi was a non event. Cec assessed the death as cardiac death and arc probable subacute stent thrombosis in the target vessel lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient had two additional resolute onyx des implanted in the 1st diagonal and lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec commented that patient admitted with nstemi. No change in adjudication. If information is provided in the future, a supplemental report will be issued.